Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the perfusionist that the patient collapsed while in the normal ward of the hospital. Forty-eight hours later, the patient reported a headache. Pupil difference was noted. Cranial computed tomography (CT) revealed subarachnoid bleeding. Neurological surgical intervention was performed. The patient expired on (B)(6) 2016. The official cause of death was deemed acute pump failure. The pump will not be returned. No further information was provided.

Manufacturer narrative:
After further review of additional information received outcomes attributed to adverse events, relevant tests/lab data, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR? And additional MFR narrative have been updated accordingly. Additional information was provided on 11/8/2016 indicating that the patient initially presented to the hospital on (B)(6) 2016 for scheduled lvad implantation with signs and symptoms of cardiogenic shock, but was considered to be in stable condition. Lvad pump was implanted on (B)(6) 2016. The patient collapsed on (B)(6) 2016. Cranial CT scan confirmed subarachnoid bleeding on (B)(6) 2016. It is unknown what treatment was provided to the patient for the bleeding event. The patient's anticoagulation was reported to be controlled, but there are no lab parameters available. The medical team believes that the event is related to the required anticoagulation therapy. The official cause of death was deemed brain death as a consequence from the subarachnoid bleeding. There was no device malfunction reported and no autopsy was performed as per family wishes. No further information was provided. IFU statement: bleeding and stroke are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Root cause: the heartware vad is used for treatment not diagnosis. It can be concluded that the known and foreseeable risks associated with the placement of a vad are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. The device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files revealed decrease in power consumption starting on (B)(6) 2016 and showed parameters below the normal operating range. Neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. Events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. With review of the available clinical data and the device history records, there is no indication of any device manufacturing or performance issues related to the reported event. The most likely root cause of the patient death is the reported subarachnoid hemorrhage. The most likely root cause of the stroke is the patient's medical history and comorbidities and anticoagulation therapy. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. Hvad pump (B)(6) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files revealed decrease in power consumption starting on (B)(6) 2016 and showed parameters below the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.